Event description:
It was reported the procedure was to treat a mildly tortuous lesion in the right coronary artery. A non-abbott stent was placed and a 3.0x12mm nc trek neo balloon dilatation catheter was advanced for post dilatation however the balloon ruptured during the first inflation at 12 atmospheres. Another nc trek neo was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the previously implanted stent such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.